Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-mar-2023 by a nurse practitioner which refers to a 52-year-old patient of unknown gender. Additional information was received on 20-mar-2023 from same reporter. The medical history of the patient included arthritis but not ra. Her pcp was working up for ra, but patient claimed it was negative. The patient had no known allergies. The patient had previously received multiple sculptra treatments to the cheeks and lower face over 15 years before and since at other facilities (as reported). In (B)(6) 2022, the patient received treatment with 1 ml of sculptra (lot 1j7161) to frontalis using 25 g 1 inch needle to periosteum with unknown injection technique for volume depletion. The sculptra vial was reconstituted with 10 ml of sterile water [water for injection] and 1 ml of lidocaine [lidocaine] 2%. The sculptra was diluted with 10 ml of sterile water (intentional device misuse). In (B)(6) 2022, the patient had experienced nodule (implant site nodule) on the left and right temporal fusion line. The nodule was severe on the right side and of mild severity on the left side. According to the reporting hcp, the nodules came up immediately after treatment. The hcp assumed they were hematomas (implant site haematoma) that became small nodules. The patient had received treatment with lidocaine [lidocaine] from (B)(6) 2022 to (B)(6) 2023 and also underwent subcision on two separate dates and no drainage was performed. There was no resolution or improvement of the nodules as of yet and the patient was refusing further treatment. Outcome at the time of the report: nodule was not recovered/not resolved/ongoing. Hematomas was unknown. Sculptra was diluted with 10 ml of sterile water was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2023 from same reporter. Case was upgraded to serious. Event (hematoma) added and corrective treatment details were updated. V.2 fu received on (B)(6) 2023 from same reporter. Verbatim of event intentional device misuse was updated. Information about reconstitution of sculptra with sterile water and lidocaine was provided.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site and the non-serious event of haematoma at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical and surgical interventions to prevent permanent damage. The potential root cause is the treatment procedure and user error. Sculptra was reconstituted with 10 ml of sterile water, which is an intentional misuse of the device. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site and the non-serious event of haematoma at implant site were considered expected and possibly related to the treatment. Seriousness criteria include the need for medical and surgical interventions to prevent permanent damage. The potential root cause is user error and the treatment procedure. The sculptra was diluted with 10 ml of diluent is an intentional device misuse. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-mar-2023 by a nurse practitioner which refers to a 52-year-old patient of unknown gender. Additional information was received on 20-mar-2023 from same reporter. The medical history of the patient included arthritis but not ra. Her pcp was working up for ra but patient claimed it was negative. The patient had no known allergies. No information about concomitant medications has been provided. The patient had previously received multiple sculptra treatments to cheeks and lower face over 15 years before and since at other facilities (as reported). In (B)(6) 2022, the patient received treatment with 1 ml of sculptra (lot 1j7161) to frontalis using 25g 1 inch needle to periosteum with unknown injection technique for volume depletion. The sculptra vial was diluted with 10 ml of unspecified diluent. In (B)(6) 2022, the patient had experienced nodule (implant site nodule) on the left and right temporal fusion line. The nodule was severe on the right side and of mild severity on the left side. According to the reporting hcp, the nodules came up immediately after treatment. The hcp assumed they were hematomas (implant site haematoma) that became small nodules. The patient had received treatment with lidocaine [lidocaine] from (B)(6) 2022 to (B)(6) 2023 and also underwent subcision on two separate dates and no drainage was performed. There was no resolution or improvement of the nodules as of yet and the patient was refusing further treatment. Outcome at the time of the report: nodule was not recovered/not resolved/ongoing. Hematomas was unknown. Tracking list: v.0 initial v.1 fu received on 18-apr-2023 from same reporter. Case was upgraded to serious. Event (hematoma) added and corrective treatment details were updated.